Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed alert 69 indicating an algorithm data parity check malfunction associated with component a108134, and the patient was instructed to restart the device up to three times, after which the alert cleared. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy, no medical intervention, and no hospitalization. Investigation included user troubleshooting with device restarts and review of the device alert history. Investigation of this case revealed a transient algorithm data integrity fault consistent with an intermittent device software or processing anomaly, with resolution after reboot and no recurrence during the call. It was concluded, based on previously established findings for similar reports, that the cause was a transient software-related malfunction that resolved with a device restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.